Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor signal was lost from the insulin pump. The blood glucose reading was 811 mg/dl. The customer treated with the insulin pump and stated it was brought down to 123 mg/dl. The sensor was retracted and the customer was advised to change the sensor. The insulin pump was not replaced or returned for analysis.